Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver has been received for evaluation. The device was visually inspected and no defect was found. The receiver data log could not be retrieved and functional testing could not be performed, due to the receiver not charging and boot up. Opened the case for interior inspection and there was no moisture damage. Findings related to complaint in troubleshooting: the receiver's main pcba defective u8 firmware was not loading and is corrupted. The complaint confirmation of the receiver ceases to function was not confirmed because defective u8 firmware was not loading. The root cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.